Event description:
It was reported the device gave "error code 41100" alarm. No adverse effects.

Manufacturer narrative:
Additional information was received by smiths medical via email on 04-jan-2021 that the event occurred during testing and there was no patient was involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with downstream occlusion seal bubble. Event history log review was performed and found evidence of reported problem. Visual inspection and powered up process were performed. The reported "error code 41100" problem was duplicated. According to the investigation, at bootup the pump started alarming immediately and after the boot sequence displayed "41100". Using a lithium rechargeable battery, the pump would continuously reboot. Attempting mu mode operation, the pump would also continuously reboot. According to the investigation, the pump main board was inoperable, which caused the reported problem. The pwa will be replaced to correct the reported issue. The problem source of the reported problem is unknown.